Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. A device history record (DHR) review cannot be conducted as a serial number was not provided. The service history review cannot be conducted as a serial number was not provided. (B)(4). Per the instructions for use, the user is advised that incorrect placement of a cannula or a trocar into subcutaneous tissue may lead to emphysema. To reduce the risk, use a low gas flow rate for the first insufflation and ensure that the insufflation instrument is correctly positioned. Long surgeries (> 200 min.), the use of many access points, duration and size of leaks at these points may also contribute to emphysema. Be sure to close leakages in trocar access points immediately. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The customer reported that the device, as-ifs1, airseal ifs, 120v, was being used during a robot-assisted pancreaticoduodenectomy procedure on (B)(6) 2024 when it was reported, ¿it was reported that the patient had subcutaneous emphysema when using airseal. There appreared to be subcutaneous emphysema extending to the neck area. The patient was able to be extubated and the surgery completed.¿. The reporter also stated, ¿the surgery was proceeding with a leak, so that may have had an effect. Another thing that comes to mind is that the procedure often involves dynamic movement of the da vinci arm, so I think the port incision opened up over time.¿ there was no report of medical intervention or hospitalization for the patient. This report is being raised due to the reported injury of subcutaneous emphysema having occurred.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The customer reported that the device, as-ifs1, airseal ifs, 120v, was being used during a robot-assisted pancreaticoduodenectomy procedure on (B)(6) 2024 when it was reported, ¿it was reported that the patient had subcutaneous emphysema when using airseal. There appreared to be subcutaneous emphysema extending to the neck area. The patient was able to be extubated and the surgery completed.¿. The reporter also stated, ¿the surgery was proceeding with a leak, so that may have had an effect. Another thing that comes to mind is that the procedure often involves dynamic movement of the da vinci arm, so I think the port incision opened up over time.¿ there was no report of medical intervention or hospitalization for the patient. This report is being raised due to the reported injury of subcutaneous emphysema having occurred.